Event description:
Pump was reported to have a cartridge change error. There was no reported adverse impact to the customer's blood glucose level. Customer received instructions from technical support to remove the cartridge and inspect the o-ring. After ensuring the o-ring was undamaged, customer was advised to clean the pneumatic tap area using an alcohol wipe or cloth and to follow on-screen instructions to complete the loading process. Customer was in a hurry but was made aware to check for o-rings if the cartridge does not click.